Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the domain name system hostname was being incorrectly interpreted with a port number. A technical support specialist (tss) accessed the station and identified a domain name system (dns) resolution error while dialing into the application server, consistent with known issue knowledge article medstation es one or more 1.7.x through 1.11 stations not communicating dns resolution failure. The tss communicated with the customer and advised escalation to the information technology (it) team to investigate dns configuration. The dns team confirmed that the hostname was being incorrectly interpreted with a port number and validated that dns resolution was functioning correctly. Following it adjustments, the tss advised verification of device communication (orders, medications, and reports). The customer later confirmed that no issues were observed, indicating the issue was resolved. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, orders did not transmit to pyxis riv5w2, though interface messages processed without error. Device communication was intermittent during this period, and network instability was suspected. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.